Manufacturer narrative:
G4: 16apr2021. G5: 510k: k102985. B4: 24jun2021. The customer replaced the blower assembly. The device was tested, passed the system verification test, and the problem was resolved. No other anomalies were reported.

Event description:
The customer reported a ventilator experienced a high blower temperature during clinical use. The device was reported to have been in clinical use at the time the issue was discovered. The patient was removed from the defective ventilator and transferred to a working ventilator. There was no patient or user harm reported.